Event description:
The event occurred on the first firing. There was difficulty getting the anvil opened. The red button was used and eventually opened. The patient is three weeks out and continues to have an air leak. Patient returned to surgery again to addressed the leak.

Event description:
It was reported that during a thoracoscopy procedure, a green cartridge was fired. The event occured on the first firing. After the first stroke the stapler would not advance the knife or deploy the staples any farther. The red button was used to pull the knife blade back to neutral position. There was difficulty getting the anvil opened. The red button was used and eventually opened. The patient is three weeks out and continues to have an air leak. Patient returned to surgery to correct the air leak.

Manufacturer narrative:
(B)(4). Results: incomplete interrupted cycle the device was received for analysis with no visual non-conformances and with two cartridge reloads present partially fired. This is consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridges by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).